Event description:
It was reported that the renasys go is malfunctioning ever since it got wet 36 hours before the report. No specific warnings indicated but alternate from continuous therapy to malfunctioning. The patient was hospitalized on (B)(6) 2019 due to her wound not having a good appearance. One day after that the patient returned home, but there is no information stating if the device was changed or the therapy stopped. The patient did not do troubleshooting at the moment and no further information is available.

Manufacturer narrative:
The device intended for use in treatment has not been returned for evaluation, therefore we are unable to establish a relationship between the reported event, if the device is returned in the future this complaint will be re-assessed, therefore, root cause undetermined. It is not possible to determine the exact cause. However, factors that are known to contribute to this type of issue, included mishandling, drop damage, improper storage and the use of harsh abrasives and cleaning products. A review of manufacturing records for the reported lot/batch, found no non-conformances or anomalies during production. The device/product met all specifications upon release into distribution. Complaint history for the reported¿event has been reviewed, revealing further instances, however no further action is deemed necessary. Please be assured that all products are released to market following rigorous quality checks during production and prior to dispatch. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.